Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope displayed flickering in the image, had the error codes e216 (scope communication error code) and e226, the light guide fibers of the r-unit (another term for the charged coupled device) were found damaged, the hand grip found deformed due to that handle is not retaining its position, and the cable unit was dirty. There was no patient involvement.